Event description:
It was reported that the patient got the unable to deliver desired therapy message. Technical services (ts) reviewed possible impedance issue. The caller indicated that the hcp called him originally and indicated that the patient had abnormal impedances. The rep checked the ins yesterday and found high impedances on all electrodes except for one. The ins was replaced on (B)(6) 2021. The caller reported that at the time of the ins replacement, the impedances were "somewhat abnormal," four values within range and four values were outside of the normal range. The electrodes that the patient was programmed on were within normal range. With the impedance values that were measured yesterday, one of the electrodes on which the patient was programmed was within normal range. The caller indicated that the hcp believes they need to do a revision of the ins or the ins and the extensions and potentially the leads. No symptoms were reported. Additional information was received. It was reported that the patient had high preexisting impedances on a few electrodes with the old implantable neurostimulator (ins), and the same impedances with the new ins. The rep stated the physician initially believed that this wouldn¿t be an issue because the patient was programmed on electrodes that had impedances within the normal range. Last week, the rep found out that one of the electrodes being used in the patient¿s current configuration now has a high impedance as well. The cause has not been determined. The patient is scheduled for an ins/potential extension revision on (B)(6) 2022. The impedance issue has not been resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 37601 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2021 product type implantable neurostimulator product ID 3708640 lot# serial# (B)(6) implanted: (B)(6) 2016 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), reported the cause of the impedance issue was discovered during the revision. The cause was due to the lead extensions being severely coiled on each other so the point they couldn¿t be separated. After the generator and lead extension were replaced the impedance issue resolved.